Event description:
It was reported noise seen on the ventricular channel triggered non-sustained lead noise episodes. The patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
The connector portion of the lead was returned in three segments. The reported field event of noise issue was not confirmed in the laboratory. The damage found was sustained during surgical procedure. The portion of the lead that was returned was otherwise normal. Without return the entire lead, a complete analysis couldn¿t be performed.